Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and a review of the call recording by medical surveillance. The reporter stated that on (B)(6) 2017 at 05:00 pm the patient obtained results of ¿200 to 300 mg/dl¿ on the subject meter, which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses and the reporter detailed that he based his insulin doses on the results from the subject meter. The reporter stated that ¿30 minutes¿ after the alleged issue occurred, the patient developed a symptom of ¿lethargy¿ and that at 05:30 pm on (B)(6) 2017 the patient was hospitalized where he was treated with food or drink. On (B)(6) 2017, the patient had his blood glucose tested on a hospital meter, which gave a result of ¿146 mg/dl. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. When a control solution test was performed the results did not fall within the stated range. Product was replaced and requested back. This complaint is being reported because the patient reportedly required medical intervention for an acute hypoglycemic event after the alleged product issue began.